Event description:
It was reported that the patient experienced syncopal episodes. The ventricular lead exhibited intermittent loss capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation at 10.8 cm from the connector pin which exposed the outer coil. This damage likely contributed to the reported capture anomaly.